Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product was manufactured may 3, 2011; pre-UDI requirement. The device was not returned for review; therefore, the exact condition of the component is unknown. Without a device, both visual and dimensional evaluations cannot be performed. Review of device history records were reviewed on all products and found no deviations or anomalies that would cause or contribute to the reported event. This device is used for treatment. A product history search revealed no additional complaints against the related articular surface part and lot combination. The implants were verified for compatibility per the zimmer nexgen knee profiler, no compatibility issues are noted. It was reported that the patient's knee was experiencing crookedness and sizing issues. It is likely that the crookedness is related to instability of the articular surface component. Primary and revision operative notes could not be located due to a fire at the record retention facility. It is unknown what size component the patient was revised with. A definitive root cause for the reported instability cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and her foot turning in when she walked. Additionally, x-rays revealed that the implant was "crooked" and too large for the patient.

Manufacturer narrative:
This report will be amended when our investigation is complete.